Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated yeast infection, small amount of granulation tissue at the anterior vaginal wall, significant cystocele grade 1-2 prolapse, occasional stress urinary incontinence, dyspareunia, significant nocturia, rectocele recurrence, incontinence of feces with pad usage, urge incontinence.